Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 50mg/dl-300mg/dl. The cause of fluctuating bg levels was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous saline and manual injections. Customer indicated the issue was resolved and no permanent damage was sustained. Pump data review by tandem technical support confirmed the pump was functioning as intended.